Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. However, the surgical site was closed using staples which is non-complaint to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the severe pain is unknown. However, non-compliance to the IFU was identified as the surgical site was closed with staples (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported severe pain after the implant procedure. The patient saw their implanting clinician, there were no concerns noted, their pain is improving with time and ice, and they have another follow-up appointment on (B)(6) 2025. Additional information was received. A CT scan of the leg was performed which was normal. On (B)(6)2025, the patient had a follow-up appointment with the implanting clinician where there were no signs of infection and they were given a pain diagnosis of incisional pain. The patient is ok and was encouraged to bear weight on the leg, begin physical therapy, and start using the curonix device.